Event description:
Using a philips respironics sn# (B)(4) my recall registration number with philips is # (B)(4) I registered in (B)(6) 2021. Mine was recalled. I keep getting precancerous spots on my nose, near mouth and face area. The company does not follow through with the promise of the replacement machine. This is not good for my health. It is also hard on your heart not to use the sleep machine. But, mine is dangerous if it is why I keep getting spots on my face. I go back to get another spot off my nose. I do not feel safe, they promised a replacement. They are the ones who recalled my machine. I want them to honor it. I have gotten it removed two times. I have another one my nose, that does not heal without treatment.